Manufacturer narrative:
Batch review performed on 06 febr 2024 lot 2335100: (B)(4) items manufactured and released on 14-sept-2023. Expiration date: 2028-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection was performed by r&d manager: from the event description and from the component received we can see that the ceramic ball head ref. 01.29.217 biolox delta ceramic ball head 12/14 ø 44 size m 0 lot. 2335100 sn n/a, presents small scratches on the external surface of the ball head, no other particular signs are visible inside the conical cavity of the ball head. Some other visible scratches are reasonably due to revision surgery. It is not possible to determine with certainty the root cause of reported infection, but it is possible that the signs over the external ball head surface probably were caused by metal debris smeared between the ball head and liner but their origin are not known.

Event description:
At about 2 months from the primary, revision surgery due to infection. Head revised successfully.